Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 10 years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's allegation was not confirmed. Based on the results of the investigation, it is likely, that the phenomenon of no image and scope communication error (b30) occurred, due to a defective circuit board. However, a definitive root cause could not be determined. Also, based on the results of the investigation, it is likely, that the phenomenon of the device not booting intermittently occurred, due to a defective printed circuit board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center experienced no image. The issue occurred during maintenance/routine inspection. There were no reports of patient involvement.